Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Correction: event was analyzed. Device was returned for evaluation. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock was lack of response button use by the patient during the false detection. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was multiple counting and CPR artifact. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf). The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll and reported that the patient passed away on the evening of (B)(6) 2019 while in the hospital. It was reported that the patient was initially conscious and then lost conscious during the event. The patient's wife was present and called ems. It was reported that when ems arrived, CPR was initiated and the patient was taken to the hospital via ems. Device download data revealed that the patient was inappropriately treated twice by the lifevest on (B)(6) 2019. The lifevest delivered a treatment shock at 21:24:45 while the patient rhythm was sinus tachycardia at 110 bpm with tall t-waves. The post shock rhythm was sinus tachycardia at 100 bpm with tall t-waves. A second treatment shock was delivered at 21:46:38 while the patient was in asystole with CPR artifact. The post shock rhythm was asystole. Multiple counting and CPR artifact contributed to the false detection. The response button were pressed early in the detection sequence but not prior to the delivery of the first treatment shock. The response buttons functioned appropriately. The electrode belt was disconnected at 21:46:42. The patient passed on the evening of (B)(6) 2019 while at the hospital.